Event description:
Material no: 362761 batch no: 9003647. It was reported that during use of the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the cpt tube broke during a centrifugation study. The following information was provided by the initial reporter: during r&d testing in franklin lakes, we observed a cpt tube that broke during a centrifugation study. The product information is:

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 362761, batch no: 9003647. It was reported that during use of the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the cpt tube broke during a centrifugation study. The following information was provided by the initial reporter: during r&d testing in (B)(4), we observed a cpt tube that broke during a centrifugation study. The product information is:...